Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device had no telemetry communication when it was received due to low battery voltage and a high current drain. The device was tested and found to have normal current drain without the rf module attached. The root cause was determined to be an anomalous component within the rf module.

Event description:
It was reported that the device appeared to have depleted rapidly according to the battery trend. It was noted that the patient received radiation for cancer. On (B)(6) 2010, the device could not be interrogated. The device was explanted due to premature battery depletion.